Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level. Technical support instructed the caller to ensure the pump was not connected to a power source and to press the button firmly, which resulted in the screen activating. However, due to persistent difficulties, the customer received assistance in removing the pump from its case, and upon further attempts, the problem continued. Consequently, technical support decided to replace the pump despite it being out of warranty.